Manufacturer narrative:
Date sent to FDA: 10/20/2017 . (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a abdominal wall hernia repair on (B)(6) 2013 and mesh was implanted. It was reported that following the surgery, the patient experienced difficulty with her postoperative recovery course, including pain and soreness of the abdomen and surgical site, infection, and drainage of purulent fluid from the surgical site. She presented to dr (B)(6) for treatment on (B)(6) 2013 and (B)(6) 2014. She was admitted to the hospital for treatment of dehydration and wound management on (B)(6) 2013, continued on antibiotic therapy. (B)(6) 2013, the patient underwent exploratory surgery to remedy the persistent drainage and infection. Dr. (B)(6) performed the surgery at (B)(6) medical center and he found that the sinus tracts extended into the subcutaneous space and even all the way down to the level of the mesh. Dr. (B)(6) elected to ¿excise the area en bloc instead of getting into the infected areas¿. No additional information was provided. She continued to experience chronic irritation of the abdominal wall skin. But, as the mesh was removed and replaced with biological mesh, the abdominal wounds ultimately closed up and the drainage from the midline wound remained minimal.

Manufacturer narrative:
Date sent to FDA: 3/30/2018.